Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was post sensed t-wave oversensing on the ventricular channel. It was noted that there was only one incident of oversensing on (B)(6) 2018. Device reprogramming was discussed. No intervention was performed. No patient symptoms were reported.